Manufacturer narrative:
Investigation findings: the device was placed on a charge pad, however, it would not charge. Instead, the battery display continued to decrease while the charge pad light was solid. These symptoms continued even with a new battery and new charge coil. The issue is likely associated with the mainboard.

Event description:
It was reported that an ilet pump displayed a low battery alert during training, then became unresponsive despite use of a charging pad that showed a solid green indicator and attempts with different outlets, consistent with low battery capacity and device power failure. No clinical symptoms reported. Outcomes included no clinical impact to the user. Investigation included collection of user reports and assessment of accessories. Investigation of this case revealed that the charging pad appeared functional by indicator status while the pump remained unresponsive. It was concluded that the pump experienced battery depletion leading to loss of function, and a replacement device and replacement supplies were provided.